Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the front therapy electrode of the electrode belt was pulled off of the cable connecting ECG "a" and ECG "b" to the front therapy electrode. The root cause for the separated therapy electrode was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.